Event description:
The consumer reported five false negative result with the binax now covid-19 antigen self-test. This report addresses test one of five. The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on (B)(6) 2022 on a nasal swab. Confirmation testing via an unknown pcr platform performed on (B)(6) 2022 generated positive results. The consumer was symptomatic with a cough and headache. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact in the patient treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR report numbers 1221359-2022-03202 through 1221359-2022-03205.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195647 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 195647 and test base part number 195-430h / lot 190781. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 195647 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.